Manufacturer narrative:
Still implanted.

Event description:
The manufacturer became aware on sept 17, 2016 of the following: the patient received a perceval valve implant due to aortic stenosis. 2 years after the implantation, stent deformation was identified and the patient received a tavi valve-in-valve implanation due to degenerated valve.

Manufacturer narrative:
The hospital share with the manufacturer the echocardiographic evaluation of the patients before the valve in valve procedure was performed. Livanova requested to an external consultant to review the images. The review showed the confirmed the presence of severe central aortic insufficiency, coming from a retracted and mildly thickened leaflet (in non-coronary sv position).the other two leaflets worked properly, but there is a lack of coaptation of them with the non coranary cusp. Perceval valve is properly located. Device history records review confirmed that the valve met the criteria at the time of manufacturing and release.

Event description:
A patient received a perceval valve implant on (B)(6) 2012, due to aortic stenosis. 2 years after implant, on (B)(6) 2015, stent deformation was identified and the patient received a tavi valve-in-valve implantation due to degenerated valve.